Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation in good condition. A review of the event log revealed that there were several recorded instances of the 1871 error. The pump displayed lec 1871 as soon as it was powered on. The customer's reported problem was therefore replicated. The investigator was unable to run the program on the pump. After opening the pump the investigator noted that the motor was locked. The motor was replaced as a result.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump gave "error 1871". No adverse effects were reported. It was further reported on (B)(6) 2019 that there was there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump gave "error 1871". No adverse effects were reported.